Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an battery maintenance require alarm during routine check. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse observed unit fully charged and cs300 unit battery test performed. Battery run time of cs300 is 170 min. (Iabp cs300 new batteries backup approx. 180 min.). Checked all function of unit. Unit working fine. Unit kept for charging next 6 to 7 hrs. All functional and safety checks performed to meet factory specifications.

Manufacturer narrative:
Updated filed: g3,h2,h11 corrected field: h6 (health effect ¿ impact codes), h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse observed unit fully charged and cs300 unit battery test performed. Battery run time of cs300 is 170 min. (Iabp cs300 new batteries backup approx. 180 min.). Checked all function of unit. Unit working fine. Unit kept for charging next 6 to 7 hrs. All functional and safety checks performed to meet factory specifications.